Event description:
Patient presented to the physician with an abscess and swelling at the neck and chest incision. Physician drained 100cc and admitted patient to emergency room. IV antibiotics prescribed when admitted and patient was discharged.

Event description:
Patient presented back to the physician with wound dehiscence and that the lead had eroded and was exposed. Physician brought the patient into the or and removed the inspire system. Following the component removal procedure the patient¿s infection was excised.